Event description:
Intraaortic balloon pump failed to recognize power source. Battery power supply failed causing unit to run on battery power. Rn and biomed was unaware unit was running on battery power due to reseting alarms after moving equipment into ICU. Unit appeared to perform as it was supposed to run. It did not alarm again that it was running on battery until the 20 min warning alerted rn. 10 min and 5 min warnings also alerted rn. Removed unit from ICU. Ordered replacement power supply, installed 4/27/99 and charged batteries. Tested unit in shop and it indicated running on battery when ac power was removed. Reset alarm and let run. After approx 45 secs the (on battery) indicator appeared on screen. Reset and the indicator disappears and reappears in approx 45 secs. Tested all functions and returned to service.